Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision cannot be confirmed but may be the result of an insufficient bond between the glenoid component and the bone and/or the humeral stem and the bone which led to aseptic (on-infected) glenoid loosening and humeral loosening respectively and/or the inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient related considerations could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 54 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, dysfunction, tightness, discomfort in shoulder, limited daily activities. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10, (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. The product associated with the reported event is within the scope of recall z-1422-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.